Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7791320.

Event description:
It was reported during a second attempt on an unknown date to explant the partial lead the lead broke again and partial remains implanted. (Manufacturer report number: 1627487-2023-01508, 1627487-2023-01428).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.